Event description:
Pt reported the vibroalarm on the infusion device does not work. On f/u call, the pt's mother reported the infusion device stopped giving vibration warnings about a week before the call. Mother stated the pt noticed it since he is use to feeling the vibrations. Pt reported when he tapped with a finger on one end of the infusion device, it would vibrate, or at least give a noise, otherwise not. Mother stated the pt is very careful with his infusion device and knows it well. Mother reported when the pt noticed the vibration missing issue, he just used the device with more awareness. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.